Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports a first use (pre-processed) blood leak. States that within 2 minutes after treatment initiated, blood was visible in the dialysate outflow, tested heme positive. Treatment stopped, blood not returned to pt. Estimated blood loss approximately 200cc due to loss of extracorporeal system. The pt remained stable throughtout the event, no intervention required, no labwork drawn. Treatment restarted using a new set up, completed without further incident. Director of nursing states that some of the fibers appeared "to be broken, near the dialysate outlet port." The dialyzer has been saved and will be returned to MFR after it is disinfected at the central reprocessing center. A response letter and mailer have been forwarded.